Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms during the initial inflation. The 99% stenosed lesion was located in the calcified and tortuous left circumflex (lcx)/obtuse marginal branch (om). The procedure was successfully completed with this device. No pt injuries or complications were reported. Pt status is reported "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. A review of the mfg records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. This batch has no further associated complaints at this time.